Event description:
Spontaneous rate change. Hospital advised that propofol had been set up to infuse on channel b at a rate of 8cc/hr. Nurse believed all channels were operating at the time. Nurse observed rate at 100cc right after set up, and pt's blood pressure dropping. When they attempted to program the pump, channel b alarmed. The nurse turned the pump off, then back on and tried to reprogram it again, and noticed the rate had changed from mg to micrograms. There was no pt consequence.